Event description:
It was reported that the patient presented in clinic with diaphragmatic stimulation and increased rv threshold. Perforation and lead dislodgement were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.